Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter was incomplete/returned in segments. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 1500 mcg/ml at 2.8043 mg/day, dilaudid 6.5 mg/ml at 647.1 mcg/day, bupivacaine 30 mg/ml at 12.943 mg/day, and clonidine 750 mcg/ml at 323.57 mcg/day in flex mode via the implanted pump. Indications for use were listed as non-malignant pain and failed back surgery syndrome. The clinical diagnosis was possible inflammatory mass and the programming date from the most recent refill prior to the event was (B)(6) 2015. The patient reported numbness and weakness from the waist down on (B)(6) 2016 for two weeks. A MRI with contrast was performed on (B)(6) 2016 and results showed an inflammatory mass at the catheter tip. Interventions included reprogramming on (B)(6) 2016 and the intrathecal (it) rate was decreased. The catheter was explanted/not replaced on (B)(6) 2016. The catheter was returned to the manufacturer. The pump was also replaced at this time secondary to the elective replacement indicatory (eri). The event resulted in an unscheduled clinic or office visit. The event was related to the device or therapy and not related to the implant procedure. The event was also related to the drugs hydromorphone, baclofen, bupivacaine, and clonidine. The drug action t hat caused the event was noted as "no change in drug." Return paperwork indicated the inflammatory mass was at t6. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.